Event description:
It was reported that there was early battery depletion, with a history of shocks being received and high lv (left ventricular) output due to "presumably physiologically necessary" high thresholds. The device was explanted and replaced, and the lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.